Manufacturer narrative:
Concomitant medical products: product ID: 3889-33 lot#: va1lcn2, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 30-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient called to inquire about compatibility for an MRI of their knee and reported that they thought there was "a lead loose" and that "it's (the implant) not working," since probably in the last year. The patient confirmed in 2021. Patient services tried to clarify the lead being "loose" by asking the patient if they thought the lead moved and the patient stated "I don't know if it's moved" but the last time they met with their managing health care provider (hcp), the patient stated the manufacturer representative (rep) had stated that "some of the leads were not working in it" and the patient stated they thought they "fixed it," but they didn't fix it. It still didn't work. The patient stated it was still not helping their symptoms. Patient services asked the patient if by "fixing it," that the rep had reprogrammed the patient and the patient replied that they did reprogram their implant at that time but the patient was unable to provide any further information about the situation. The patient did not recall the name of the rep, however they stated that they had met with the rep at the hcp office in the last several months, confirming that it had been before christmas when the rep "fixed it." The patient was redirected to follow up with their hcp about the device "not working," and not helping their symptoms. Additional information was received from the patient and the manufacturer representative (rep). Pt repeated that they think a lead h as "come off of this" (referring to thinking that a lead has come loose). Pt stated they have discussed this with their hcp and repeated that the rep reprogrammed it, but reported it's doesn't seem to be helping their bladder at all. The manufacturer representative (rep) said that he is not aware of any specific device issue for this patient. The rep also stated they never say the lead is loose or moved and that was probably the hcp office. The rep stated that what happened was that the rep did some reprogramming and added some programs to the patient. The rep had no further information on the event.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1lcn2 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of their lead issues was determined but didn't seem to know what the cause was. The reported steps taken were "sales man tried to redirect it." The issue has not been resolved.